Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The outer insulation exhibited a cosmetic breach (melted), and exhibited a cosmetic depression. Blood was found on both the proximal and distal conductors (not obstructed). The lead exhibited apparent explant damage. Concomitant products: 6947 implantable tachy lead, (B)(6) 2012; implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that within a few months of implant, the left ventricular (lv) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that within a few months of implant, the left ventricular (lv) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.